Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 1 of 2 for (B)(4). It was reported by the sales rep in (B)(6) that during an osteotomy surgery for mandible for jaw deformity on (B)(6) 2022, it was observed that the locking mechanism was broken on both the screw and the plate devices. Another like devices were used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This report is for one (1) lock scr ø2 self-tap l8 tan 1u I/clip device. This complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.h10 additional narrative: d9.h3, h4, h6:part: 04.503.608.01s.lot: l716795.manufacturing site: bettlach.supplier: n/a.release to warehouse date: 09 jan 2018.expiration date: 01 jan 2028.a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device.visual analysis of the returned sample revealed that the locking mechanism of the lock scr ø2 self-tap l8 tan 1u I/clip has broken on both the screw and the plate. No other problems was reported.a dimensional inspection was not performed for the lock scr ø2 self-tap l8 tan 1u I/clip due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces.as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications.the overall complaint was confirmed as the observed condition of the lock scr ø2 self-tap l8 tan 1u I/clip would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined.based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E1, e2, e3.